Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported system fault 218 could not be reproduced during in-house testing. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a mainboard processor error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device data logs were returned to resmed design house for an extensive engineering investigation. Review of the device logs revealed the occurrence of system fault 180 indicating a battery charger fault. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the system fault 180 alarm was most likely due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a mainboard processor error. There was no patient injury reported as a result of this incident.